Event description:
It was reported that the ventilator shut down and that the patient had to be transferred to another ventillator. It was also reported that no injury occurred and it is unknown if the alarms were generated.